Event description:
It was reported that starting a couple of days ago, the stimulation sensation in the patient¿s legs was ¿really jerky.¿ the patient had turned the stimulation off, but then turned it back on, on the night prior to the date of this report as the patient¿s legs were hurting. The patient had turned the stimulation down to zero volts, but could still felt quite a bit of stimulation as the patient had 4 programs and had only turned one program down. After turning the stimulation of all programs down to zero volts the patient had stopped feeling stimulation. After adjusting the stimulation to group a with program 1 at 2.0volts, program 2 at 3.6volts, program 3 at 4.1volts, and program 4 at 2.45volts, the patient¿s stimulation was comfortable. When the device was programmed, ¿they¿ couldn¿t get group b ¿very good.¿

Event description:
Follow up information received from the patient reported that they had no concerns with their device therapy. The patient also reported that they received assistance from their doctor/manufacturer¿s representative and their concerns were resolved. Appointments of (B)(6) 2014 were noted. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant: product ID 97740, serial# (B)(4), product type programmer, patient. Product ID 97754, serial# (B)(4), product type recharger. Product ID 977a260, serial# (B)(4), implanted: 2014-(B)(6), product type lead. Product ID 977a260, serial# (B)(4), implanted: 2014-(B)(6), product type lead. (B)(4).